Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had an issue where a smell was coming from the machine while the device was in clinical use. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional contact person name: aw chee ming, contact person phone number: (B)(6). Additional initial rep name: (B)(6). Updated field: b4, e1(event site mail), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The unit booted up properly. Functional and safety tests were performed. Simulation was performed for 120 mins.